Manufacturer narrative:
The device was returned to the resmed service center in (B)(4) for evaluation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 65) error message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an extensive engineering investigation was performed. Review of the device logs confirmed a single occurrence of a system fault 65 indicating the program data was corrupted. The investigation determined that the device fault was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).